Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp support needing mechanical circulatory support. The patient had runs of ventricular tachycardia and coded. The medical doctor made the choice to explant the pump and treat medically. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.